Event description:
Per the surgeon, the patient was diagnosed with meningitis and hospitalized in 2008. The patient has bilateral common cavities and had been vaccinated with previnar. Otitis media in the implanted ear was confirmed by CT. "Pneumococcus was cultured...not a subtype in the previnar vaccine." The patient remained hospitalized for approximately ten days. He has completely recovered. This event was inadvertently not reported previously.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.